Event description:
It was reported that during a knee arthroscopy the loop on the implant tore off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed as it is likely that the complaint allegation reported was meant to describe the found failure of the needle being detached. One unpackaged ar-1588rtt acl fibertag® tightrope was received for investigation. Visual evaluation of the device noted that the suture system was still assembled on the suture card and the needle was detached from the suture. Signs of crimp were observed on the end of the blue suture, and it was noted that the suture tail was stiff. Functional testing was not performed due to the damage to the device. An (B)(4) was implemented to improve the manufacturability of this device. CAPA-00484 was opened for this issue. This is a known manufacturing issue. Refer to investigation photos.